Event description:
A portion of the device display appears to have "burned." No pt injury was reported. Pt was unaware of any potential exposure to a heat source. Technical support requested the return of the suspect product and replacement product was shipped.